Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.

Event description:
Pt implanted with nail, helical blade and screws in 2009 for a pathologic hip fracture fixation. Cement was added to the helical blade during original procedure. Pt complained of increased hip pain over the last two months. X-rays showed collapsed hip and bent nail. Surgeon was unable to determine, if nail was broken with initial x-ray. Pt was revised on (B)(6) 2011. Surgeon's intent of revision was to remove hardware and revise to another device. During revision it was noted the bone was infected and the nail was broken at the helical blade site. Nail, helical blade and screws were removed. Due to infection, surgeon revised pt to spacers and completed procedure. This is the 1st of 2 reports submitted on this event.